Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that during the bolus delivery, the siren suddenly sounded, and only the medtronic logo had been displayed on the screen, and there was no response with the button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a flashing medtronic logo screen and was unable to boot up properly or verify button keypad anomaly. After swapping a known good electrical board 2 board onto electrical board 1 and then restarting the boards up again, the device powered up normally. The flashing display anomaly at startup is isolated to electrical board 2.